Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted (sensor location not specified). On (B)(6) 2024, the patient self-treated with insulin based on a high cgm value (no specific value was reported). At an unspecified time later, the patient stated that the dexcom was providing a high reading (no specific value reported) and the bg meter was providing a low reading (no specific value was reported), and that the patient stated the difference was about ¿50 points off¿. Due to the patient giving insulin based on the cgm reading, the patient then started becoming symptomatic with chest tightness, lightheadedness, and presyncope. The patient called ems (emergency medical services). Once ems arrived, the patient was transported to the ER (emergency room). At the ER, a bg meter reading was taken but the patient cannot recall the specific value. The patient was treated with unspecified IV fluids and IV insulin. The patient was discharged home after approximately 10 hours. The patient was doing fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 50 points off. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.